Event description:
Additional information received indicated that there was a loss of capture noted on the lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased capture threshold and impedance noted on the right ventricular (rv) lead. Insulation damage was alleged to be the cause. The lead was explanted and replaced to resolve the event, and the patient was stable with no consequences.